Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump's screen was completely scratched. There was no indication of troubleshooting or whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with minor scratches on lcd window, minor scratches on case, missing reservoir tube o-ring and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.